Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use biopsy valve exhibited black foreign material at the endoscope distal end, and the valve portion inside the cap was found to be partially damaged. The issue occurred during procedure, and the ebus-gs diagnostic procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported event was caused by damage to the slit in the biopsy valve. Based on the confirmation results of the reproduction test, inserting or removing the guide sheath or syringe at an angle may have placed stress on the slit section inside the biopsy valve, potentially causing its damage. Furthermore, the abnormal noise is presumed to be attributable to the damage to the slit section. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.